Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Microscopic inspection found multiple kinks at the distal tip of device and a shaft separation 175.5cm from the hub. The separated section was not received. Visual inspection revealed the shaft length was 175.5cm from hub to shaft separation location.

Event description:
It was reported that the distal marker was missing. A 175cm truselect was selected for use in a prostatic artery embolization procedure. During removal from the loop, there was no distal marker. The procedure was completed with another the same device. There were no patient complications and the patient was stable post procedure.

Event description:
It was reported that the distal marker was missing. A 175cm truselect was selected for use in a prostatic artery embolization procedure. During removal from the loop, there was no distal marker. The procedure was completed with another the same device. There were no patient complications and the patient was stable post procedure.